Manufacturer narrative:
Correction: b.5. Describe event or problem: it was reported with the use of the bd luer-lok¿ syringe there was an issue with scale marking issue, foreign matter, and damaged barrel. For lot # 7296602 there were 9 occurrences of foreign matter, 13 occurrences of barrel / flange damage and 73 occurrences of scale marking issue. For lot # 8023762 there were 12 occurrences of foreign matter, 29 occurrences of barrel / flange damage and 93 occurrences of scale marking issue. There was no report of injury or medical intervention. Investigation summary: no samples were received for evaluation as they were lost in transit. This is an unusual occurrence. A device history record review was completed: 7296602 was produced on (B)(6) 2017 830 line there was 19 inspections on 950 parts at bulk process with zero defects found. 7296602 was produced on (B)(6) 2017 8023762-was produced on (B)(6) 2018 830 line there was 18 inspections on 900 parts at bulk process with zero defects found.

Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue with scale marking issue, foreign matter, and damaged barrel. For lot # 7296602 there were 9 occurrences of foreign matter, 13 occurrences of barrel / flange damage and 73 occurrences of scale marking issue. For lot # 8023762 there were 12 occurrences of foreign matter, 29 occurrences of barrel / flange damage and 93 occurrences of scale marking issue. There was no report of injury or medical intervention.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7296602; medical device expiration date: 2022-10-31; device manufacture date: 2017-10-23. Medical device lot #: 8023762; medical device expiration date: 2023-01-31; device manufacture date: 2018-01-23. Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue with scale marking issue, foreign matter, damaged barrel. There was no report of injury or medical intervention.